Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with the injection reflin (route, dose, frequency, and duration not reported) and injection fortum (500 milligram, route, frequency, and duration not reported) for the peritonitis. At the time of this report, it was unknown if the patient was recovering from the peritonitis. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that, on an unreported date, the patient¿s fluid was clear and the patient was reported to be recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.